Event description:
The manufacturer received information alleging the system leak test step had failed on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was being evaluated at the third-party service center when the issue occurred on the device. During the evaluation it was noted that the system leak test step had failed due to the connection of the internal hoses (or "bad assembler"). In conclusion, the third-party service technician did not specify any repairs made and/or parts replaced to add to address the issue. Additionally, during the service of the device, the particulate filter, air inlet foam filter, muffler assembly, proportional valve, three-way solenoid valve, internal battery pack, and detachable battery pack were replaced for preventative maintenance unrelated to the reported issue. The front panel was replaced for failing the led test step, which was unrelated to the reportable issue. The cooling fan assembly, fan retainer, machine flow sensor, system printed circuit assembly tubing, blower chassis tubing, fio2 tubing, and low flow o2 tubing were replaced for contamination unrelated to the reportable issue.